Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of capture was observed via holter monitor. The patient had episodes of complete heart block and bradycardia which resulted in dizziness. The pulse generator was explanted and replaced.